Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2015 with the following findings: a review of the pump black box indicated one low battery alarm (cs 177) due to low voltage in a replacement battery. No evidence of excessive battery usage was recorded. During investigation, the pump powered on with unresponsive keypad buttons. The complaint of a battery life issue was not able to be adequately investigated due to the unrelated keypad response issue. The pump¿s case was removed and no intermittent condition was found to the power printed circuit board (pcb) or cgm module.